Event description:
An aneurx bifurcated stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 67 months ago. Info from the index procedure is unk. Current vessel morphology was reported as a 60 mm aneurysm; 30 mm aortic neck diameter at the renals; a 28 mm diameter aortic neck; mild neck calcification with no tortuosity; 40 mm of left and right distal fixation and no neck angulation; clean iliacs; good access vessels. It was reported that a distal migration and a type 8 endoleak were noted. There is no growth in aneurysm. The pt was successfully treated this month with a talent cuff. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (graft migration, endoleak). Results/conclusions: (disease progression; aortic neck and iliac limb elongation).